Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The display was blank after receiving a new battery cap. Customer stated that the battery did not connect, it was flashing on and off and was stuck on put in a new battery, with the new battery cap insulin pump had a battery out limit. Insulin pump had crack on the battery side of the insulin pump. The batteries were getting hot after putting them in. The pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged battery power loss, heating up, missing segment and blank display alarm found on (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. No blank display, missing segment, device heating up, or unexpected battery power loss noted during testing. Successfully downloaded history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during testing, however, battery out limit(6) on (B)(6) 2021 10:45:36.000, failed battery test (58) on (B)(6) /2021 10:38:41.000, software error (53) on (B)(6) 2021 10:39:01.000 were found in the history files. Device was cut open to perform visual inspection and found. No evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged cosmetic damaged/crack case confirmed. Unexpected battery power loss, device heating up, blank display or missing segment not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.